Event description:
It was reported that patient developed blisters and skin irritation on the abdomen while wearing a pod longer than 48 hours. This issue reportedly caused a permanent scar. Patient used an over the counter medication for treatment and no additional medical intervention was reported.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the skin irritation and reported scarring. No lot release records were reviewed, as the product lot number was not provided.